Event description:
It was reported that during a rotational atherectomy procedure, the floppy rtw guide wire fractured. The lesion being treated was located in the calcified right coronary artery (rca). Following successful ablation, the tip of the guide wire appeared to be stuck in the periphery of the pl side branch. The tip fractured and remained in the pt. Pt status is listed as "okay". Add'l info regarding this event has been requested.